Event description:
Crew responded to a full cardiac arrest, the transport ambulance crew arrived on scene at the same time. A medic from the ambulance crew attempted to deliver a shock to the patient, reportedly the device would not go to full charge. The medic disarmed the device and tried to charge the device again, with the same result. The fire department personnel tried to charge the device and experienced the same problem. The ambulance crew retrieved their device and continued care to the patient. The reporter stated the patient's outcome was not a result of device operation.

Manufacturer narrative:
Medtronic evaluated the device and observed proper operation during functional and performance testing. Root cause for the reported event was not determined. The device was returned to the customer.